Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up, high ventricular lead impedance warning was displayed on the programmer. Gradual increase of the impedance since last follow-up until (B)(6) 2015 (up to 3000ohm) was also observed on the lead impedance graph. Sensitivity tests revealed a high range of values (from 2mv to 15mv) and the threshold appeared to be superior to 4.5v@1ms.